Event description:
Surgeon performed a corpectomy of c6 and plated c5-c7 with a small stature ti cervical spine locking plate. Surgeon inserted a bone graft and plated with four (4) 4.0mm expansion head screws and 1.8mm locking screws. Pt had a csf leak and meningitis. Ten (10) days post-op, right caudal screw appeared to be backing out. Re-operated and replaced the graft and inserted 4.35mm screws and 1.8mm locking screws in original caudal screw holes. Seven (7) days later, x-ray showed both bottom screws had backed out.